Event description:
Customer reported an rh discrepancy on the galileo. Customer states that a patient has tested o negative on the galileo and o positive in tube.

Manufacturer narrative:
Customer was given guidance from the limitations section of the galileo operator manual chapter 9-7: "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in tube testing methodology. "